Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). After post dilatation, the 4.0x8mm nc trek balloon dilatation catheter (bdc) did not deflate sufficiently and was difficult to fully pull back into the guide catheter (gc). The bdc was eventually pulled back into the gc with the balloon protruding out of the distal end out of the radial sheath and was removed from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received:it was not confirmed that it was reported that there was a deflation issue. The device was difficult to remove. No additional information provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported unknown damage (wrinkled/bunched balloon) and difficulty removing the device were confirmed. Return analysis noted the distal end of the balloon was wrinkled and bunched, which is likely what the account perceived as the unknown damage when they reported that, ¿the balloon did not deflate sufficiently.¿ a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported unknown damage (wrinkled/bunched balloon); however, the reported difficulty removing the device appears to be related to circumstances of the procedure. In this case, it is possible that deflation technique and/or a large balloon profile contributed to the noted failure to fold of the balloon (wrinkled/bunched); however, a conclusive cause cannot be determined since limited information was provided by the account. Additionally, it is likely that the noted failure to fold of the balloon (wrinkled/bunched) resulted in the reported difficulty removing the device as the balloon did not refold uniformly and interacted with the tip of the guiding catheter. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.h6: medical device problem code 1149 - removed.